Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The visual inspection showed that the shaft and handle were intact with no apparent issues. The reported leak was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths. This report will be recorded and trended.

Event description:
There was a leak from the sheath. The cryoablation procedure was completed without replacing the sheath. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.